Manufacturer narrative:
B3. Date of event - correction - event date was incorrectly reported on initial MDR.

Event description:
It was reported by the neurologist that the patient has been experiencing pain at the generator site. It was reported that the pain was not related to vns stimulation. It was noted that there is no redness, warmth or recent trauma to the site. The patient was not having any pain in other areas. Xrays were taken and it was stated that no issues were observed with the device. Device diagnostics were reported to be normal. It was reported that the patient settings were adjusted due to the pain. It was reported that patient had battery replacement occur and the explanted generator was discarded. It was reported that the neurologist did not know the cause of the generator pain and wanted to try replacing the generator to see if the pain resolved. No additional relevant information has been received to date.